Manufacturer narrative:
No sample or lot number information was provided for evaluation and no indication was given that the product failed to perform its intended function. The lot number is unknown; no device history review can be performed. The event description does not suggest that a device failure has occurred but that the event is procedural related. Additionally, the products insert (IFU) which accompanies each device states in chapter -adverse events- that complications associated with the proper implantation of the urethral support system may include: perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. Baseline report previously provided.

Event description:
It was reported that during pubovaginal sling procedure in 2006, the doctor perforated the pt's bladder. The doctor observed and repaired the hole prior to completing the procedure. This is the first of two procedural complications that occurred with the same pt who was undergoing multiple procedures on the same day.